Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device was attached to the patient via electrode pads, CPR was initiated, and a rhythm was established. The device returned a "no shock advised" determination for what appeared to be a shockable rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient using the same electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.